Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
"Literature article entitled, ¿acetabular revision arthroplasty using jumbo cups: an experience in asia¿ by cheng-yu fan, et al, published by archives of orthopaedic trauma surgery (2008), vol. 128, pp. 809-813, was reviewed. This study aimed to access the results of these cementless giant cups for managing acetabular bony defect after revision surgery performed on 47 patients between march 2000 and march 2003. The revised components were unknown and not included in this complaint. Of the 47 implants, 44 were competitor products and 3 were manufactured by depuy. The femoral components used are unknown. Implanted depuy products: 3 duraloc 1,200 series cups paired with unknown depuy liners. Results: the authors do not identify the manufacturer of the components associated with the following adverse events. The number of depuy products associated with the following results is unknown. 1 cup, locking ring, and liner revised due to septic loosening of the cup secondary to a deep infection. 1 superficial infection treated with incision and debridement as well as oral antibiotics. The components were retained and there were no reported product problems. 1 cup revised at 2 months due to cup migration secondary to a fall. 1 cup revised for recurrent dislocations secondary to a mispositioned cup. 3 dislocations treated with closed reduction. 3 radiographically identified mispositioned cups. There were no patient consequences or interventions required. Captured in this complaint: duraloc cup: implant malposition, implant loosening. Duraloc locking ring: no reported product problem. Acetabular liner: implant dislocation. Health impact codes: medical device removal and surgical intervention. Clinical symptoms codes: infection, joint dislocation, and fall duraloc acetabular cup: implant malposition. Health impact code: no patient consequences. Clinical symptoms code: no clinical signs, symptoms, or conditions. "

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.